Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x26mm rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending (lad) coronary artery. Attempts were made to cross through previously implanted stents with a 2.8x26mm and a 2.8x16mm rx graftmaster covered stent systems, but these graftmasters failed to cross through the previously implanted stents; no damage was caused to the previously implanted stents. A 3.5x16mm rx graftmaster covered stent was implanted and sealed the area it was deployed without exacerbating the pre-existing perforation. The perforation was then discovered to be larger than initially visualized angiographically, thus, a 2.8x19mm rx graftmaster covered stent was implanted and sealed the remaining uncovered perforation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. The patient experienced pericardial effusion, which was successfully treated via pericardiocentesis. However, in the opinion of the physician, the effusion is directly related to the pre-existing perforation and is not due to any delay in crossing attempts with the graftmaster devices. The patient was discharged to home on the following day. No additional information was provided.